Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic video-assisted thoracoscopic (lobectomy) surgery, upon firing, a loud clicking/banging sound was heard. Upon using the handle again with a different reload, the stapler would not fire. Customer writes "unsure if this is tissue related or product malfunction". Replaced by a new handle to complete the case. No patient injury.